Event description:
It was reported that the patient underwent a transforaminal lumbar interbody surgical procedure at l3-5. It was reported that the surgeon did not like the final positioning of the screws and wanted to revise. While attempting to remove the set screw the tip of the driver broke off. No patient complications were reported.

Manufacturer narrative:
(B)(4). Hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.